Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple continuous glucose monitor (cgm) errors occurred, and a new sensor session was unable to be started. The error recurred each time customer attempted to start a new sensor session. The customer reported a blood glucose (bg) level in the 100s (mg/dl). The current pump will continue to be used for diabetes management.